Event description:
New information notes that suspected vegetation on the leads were observed. The patient was stable throughout the procedure and throughout the hospital stay. The device and leads will not be returned for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection, and the device was explanted.